Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 03/24/2017 with the following findings: the delivered boluses were calculated for (B)(6) 2017; the delivered boluses for each day correctly matched the bolus totals in the total daily dose history. A 10 unit audio bolus and a 10 unit normal bolus were manually performed and both were accurately recorded in the pump histories. The pump was exercised for 24 hours on a 2.0 unit per hour rate and the basal and total daily dose histories were found to be accurately recorded. No errors, alarms, or warnings occurred during investigation. The complaint could not be confirmed or duplicated on investigation. Unrelated to the original complaint, investigation revealed that the cartridge compartment was damaged near the threads and the battery compartment was cracked.

Manufacturer narrative:
The device has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas, alleging a history/settings (history/settings issue) issue. It was alleged that the bolus totals for three days did not match. It was alleged that the pump caused the patient to have a blood glucose less than 70mg/dl but greater than 40mg/dl without symptoms. This complaint is being reported because there was an issue with the pump not performing as intended with regards to the history or the settings may result in over or under delivery.